Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the physician who manages the patient's pump. The patient had a refill appointment on (B)(6) 2016 where he mentioned this episode. All the information that the physician had was second hand from the patient. The cause of the issue was unknown and the only thing the hospital did was lower the patient's dose by 50% although she was sure something more had to have been done. She was unsure of who went to the hospital and lowered the dose as it was no one from her office. The patient had been on the same dose from (B)(6) 2015 until (B)(6) 2016 without any issue, therefore, she had a hard time thinking the issue was suddenly pump related. She discussed with the patient whether the patient had a fall or other issues that may have contributed to a pump issue. The expected and actual volumes were close at the patient's refills. The physician thought it may be related to an adrenal insufficiency issue but was unsure. The patient was currently taking gabapentin, "medasinil", and nortriptyline. The physician had not spoken with the patient regarding this yet but the patient would be sent to the implant physician to check the pump. The patient's next refill date was (B)(6) 2016. The physician had no further information to provide regarding the event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. The patient presented to the emergency room (ER) with bradycardia, hypothermia, and hypotension. The patient became confused earlier, then feel asleep, and now was not responsive. It was noted the patient was essentially comatose at this point. The patient's managing physician was contacted, but was unable to be reached. The reporter did not think any changes have been done to the pump since (B)(6) and wanted to turn the pump down or off. The change in therapy/symptoms was sudden. The event date was (B)(6) 2016. It was unknown if the symptoms were related to the device at this point. It was unknown if the drug in pump was related to the symptoms. Drug information (type, lot number, concentration, and dose), other medications the patient was taking at the time of the event, pertinent medical history, the cause of the event, diagnostics performed with results, actions/interventions taken to resolve the event, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.